Event description:
While performing a cavity prepararion a bur flew out of the handpice and was swallowed by the patient. The patient was sent to the hospital for an x-ray. The doctor reported that the hospital was unable to retrieve the bur from the patient's stomach. The doctor has made several attempts to follow up with the patient but the patient has not returned the doctor's phone calls.